Event description:
The pt was trached, on a ventilator. The therapist was reaching over the bed rails laying partially supine and was attempting "sit to stand". The bed, which was previously locked, starting rolling backwards. The patient required a "controlled decent to the floor". The bed was accessed and it was noted that the unlocking mechanism is on the side of the bed near the mechanism to raiser the head of the bed. It is surmised that the therapist accidently leaned into the panel while working with the patient and unlocked the bed wheels.